Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced syncope and presented in emergency room. The patient received a shock due to an episode of ventricular tachycardia. No further information is available.